Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Noise was able to be reproduced in all sensing vectors. X-rays were taken due to concern over electrode impairment. Boston scientific technical services (ts) was consulted and discussed that although the x-ray was not conclusive, the image shows an area with potential kink in the electrode. Therapy was programmed off per the physician's request and a lead revision would be scheduled at this time the electrode remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections and x-ray of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Noise was able to be reproduced in all sensing vectors. X-rays were taken due to concern over electrode impairment. Boston scientific technical services (ts) was consulted and discussed that although the x-ray was not conclusive, the image shows an area with potential kink in the electrode. Therapy was programmed off per the physician's request and a lead revision would be scheduled. Additional information was received that reprogrammed occurred and noise still was observed. The noise appeared related to changes in the impedance pathway. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Noise was able to be reproduced in all sensing vectors. X-rays were taken due to concern over electrode impairment. Boston scientific technical services (ts) was consulted and discussed that although the x-ray was not conclusive, the image shows an area with potential kink in the electrode. Therapy was programmed off per the physician's request and a lead revision would be scheduled. Additional information was received that reprogrammed occurred and noise still was observed. The noise appeared related to changes in the impedance pathway. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.